Event description:
The patient stated that he observed an occlusion error displayed on his infusion device. As he changed his infusion site, he inspected his infusion set headset and noticed that the cannula was "bent". After changing the headset and infusion site, he administered a bolus of insulin. Upon removing the headset when changing to a new infusion site, he noticed that the second cannula was "bent". During troubleshooting with a company representative, his insertion technique was verified. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.